Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint states: "t1 and t2 were simultaneous deployment. T1 and t2 were removed from the patient." One anchor was returned. A frayed portion of suture was returned. The device has no apparent damages. The needle is straight. The depth limiter has a very slight pucker at the distal tip. This typically indicates tissue resistance. Temporary twisting or flexing of the delivery needle can inhibit release or inhibit securing of the anchors. The device does not malfunction. It cycles and actuates as intended. No root cause related to the manufacturing process was confirmed.

Event description:
It was reported that during a meniscal repair procedure, following standard operations, t1 and t2 were simultaneous deployment. There was a backup device available to complete the procedure with no significant delay. No patient injuries were reported.